Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. The customer had and treated with the insulin pump. Customer declined to troubleshoot for high readings. Troubleshooting was performed the drive support cap appeared normal. There were no leaks or air bubbles. The infusion set was found to have a bent cannula. The device settings were correct. The customer was advised to change the infusion set. The product will not be returned for analysis.